Manufacturer narrative:
A company service rep checked the system and found it to meet specifications. Unable to duplicate performance problem reported.

Event description:
Reporter noted phaco was not working. Changed tubing and handpiece with no result. Cancelled case. Pt status reported as stable.